Manufacturer narrative:
Fowler.

Event description:
It was reported by svc report that the fowler was drifting and the siderails would not latch upright. No pt involvement or adverse consequences are reported.